Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported issue. There is an occlusion alarm when infusion is started due to missing calibration of the downstream occlusion (dso) sensor. The device will be calibrated to address this issue.

Event description:
It was reported that the device doesn't pass the occlusion testing. There was no patient involvement. Evaluation of the returned device confirmed the downstream occlusion sensor was out of calibration.